Manufacturer narrative:
Medical device expiration date: unknown, no lot # provided, initial reporter state: (B)(6). Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were clotting, no report of medical interventions or serious injury.